Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system application failed to launch and remained frozen on a blue screen. A technical support specialist manually updated the rss on the station and successfully rebooted it. The medical application was launched without any issues. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that multiple pyxis medstation es system was experiencing issues with launching the medication application. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient, resulting in a delay in the medication issuance process. There were no adverse events or injuries reported based on this event.